Event description:
It was reported that a patient saw on their patient programmer that the implantable neurostimulator (ins) battery was low and was only about 20 percent full. The device had been working, but over the last month the patient noticed that there was a change and they didn¿t think the efficacy was working as well. It was later reported that the patient thought the ins would last 7 to 10 years, but it gave out in 3 years. The patient was not on cycling. The implant worked good prior to replacement on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v735308, implanted: (B)(6) 2011, product type: lead. (B)(4).